Event description:
Caller reports that the customer's device read 132 mg/dl while the doctor's device read 60-70mg/dl. Customer felt hypoglycemic symptoms and was given candy in the doctor's office. No adverse event reported and no medical treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.